Event description:
A few reported issues from the same lot. One syringe shattered upon retracting the needle. The others resulted in needles coming through the side wall during the retracting action. FDA safety report ID # (B)(4).